Event description:
The customer reported that the speaker is not coming up even when there are alarms after is was moved. The device was in use on patient at time of event, there was no adverse event reported. A philips remote service engineer (rse) spoke with the customer and the customer reported that the speaker was not working after moving the pc to a different location. The rse walked the customer through setting the speaker as the default device under control panel sound settings to resolve the reported issue. The customer confirmed the speaker was working as expected. Based on the information available and the testing conducted, the cause of the reported problem was due to the setting issue of the system. The reported problem was confirmed.